Event description:
It was reported that an arteriotomy closure of an unspecified access site was attempted using four proglide devices. Reportedly, all four proglide devices worked normally or as intended however, hemostasis was not achieved with all 4 proglide devices. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide devices referenced are filed under separate medwatch report numbers.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported failure to achieve hemostasis was observed as a link detachment. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
N/a